Event description:
It was reported that a spectrum iq infusion pump over-infused tpn during cyclic tpn 3-step program in the pediatric intensive care unit (picu). The bags used for tpn infusions had an overfill of 50ml from their suggested infusion amount and the volume of tubing and the filter was found 22.7 ml, and when accounted for priming it lost about 37 ml total. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information b5: the reporter provided additional details that the tpn is manually programmed and double checked by two nurses. The administration sets used with tpn are baxter clearlink continu-flo solution sets + baxter clearlink non-dehp extension set 16¿ 5.1ml 0.2 micron filter, luer activated valve, male luer lock adapter with retractable collar. Additional information: d9, e4, h3, h6, h10, h11. H11: h11: the device was received for evaluation. During functional testing, the reported problem "over infused" was not reproduced. The device was tested for flow rate accuracy and delivered within specification. A device history review revealed no issues that could have caused or contributed to the reported issue. A review of the even history log was performed even though an event occurrence date was not provided. An infusion of tpn was programmed on 04-mar-2025 at 12:47 timestamp. The user selected a new patient which cleared the previous program in pedi crit care/ed area and started the pump with an initial rate of 41 ml/hr and a volume-to-be-infused of 41 ml at the same timestamp. At 13:48 timestamp pup ran primary bag with rate 82 ml/hr, vtbi 820 ml, and 41 ml was given to the patient in the same timestamp. After 7 hours and 38 minutes the pump was stopped by the user, 667 ml was given to the patient, and the pump entered sleep mode. No abnormalities that could cause or contribute to the reported problem were observed through the history log. The reported issue was not verified. This may be a result from inaccurate impression of over-infusion related to the multiple infusion rates present in the infusion. Low flow rate at the end results in an exaggeratedly early infusion finish time. Judging over-infusion based on timing can be difficult for this reason and should be based on volume to be infused relative to infused volume. The spectrum's operation manual page 76 contains instructions regarding tpn infusions. Should additional relevant information become available, a supplemental report will be submitted.